Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use silverhawk directional atherectomy during procedure to treat a moderately calcified lesion in the mid to distal posterior tibial artery (pta) with 40-70% stenosis. The vessel was moderately tortuous. The vessel diameter and lesion length are 2-2.5mm and 150mm respectively. The device was inspected with no issued noted. The device was prepped per IFU with no issues identified. Packaging issue occurred. It was reported that as physician was atherectomies, the thumbswitch would not go into "off" position. As physician was using the atherectomy catheter, after a few passes, the silverhawk would not pack/thumbswitch would not go into "off" position. The device was removed, flushed and cleaned as per IFU but the problem persistent when it was outside of the patient. Physician tried reconnecting catheter to cutter driver, submerging nosecone in saline and turning it on, but the problem persisted. Physician pushed the thumbswitch keeping fort into off position and cutter driver turned off, the cutter was outside the housing when removed from patient. The device was safely removed from patient. There was no intervention required to remove device. A new catheter was opened to proceed. There was no patient injury.